Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device touchscreen did not respond when pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed. This was due to contamination on the touchscreen caused by fluid ingress which altered the characteristics of the touch screen. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.